Event description:
The patient's device showed high impedance and low output current. There were no other issues with the device and the patient was noted to be doing well. No known surgical intervention has occurred to date. No other relevant information has been received to date.